Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the other healthcare professional stating that consumer experienced a reduction in near vision from n5 to n8 after using contact lenses upgraded from the same manufacturer in a different material family. It was also reported that the lenses were correctly placed and fit in the eye and were not inside out. The current status of the consumer¿s eye is symptoms continuing. No additional information was provided at the time of this report.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information updated in the field b.2., b.5., d.4., h.6. Based upon further review of this case this complaint does not meet the criteria as a serious adverse event as there was no permanent decrease in visual acuity. Based on the information available at the time of report it states that consumer experienced over refraction when there was change in one family lens material to other lens material. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the facts available at this time. It is confirmed that there was no temporary or permanent damage to the user health and there was no permanent decrease in visual acuity. Consumer experienced over refraction when there was change in one family lens material to other lens material. This complaint is no longer considered as serious and reportable.